Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: the zfv6-80-6-14.0 device of lot number c1702277 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 10th of june, 2021. On evaluation of the device no defects were observed on the device. The device flushed as expected. A 0.035 inch wire guide passed through the device without issue. Document review : prior to distribution zfv6-80-6-14.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zfv6-80-6-14.0 of lot number c1702277 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1702277. It should be noted that the instructions for use are ifu0058-4. There is no evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous/calcified anatomy and also a tight bifurcation angle. This may have compressed the flexor thereby restricting the advancement of the device at that point. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Delivery system prepped in the usual manner. Contra-lateral puncture to treat sfa lesion. 6fr terumo destination sheath in situ. Able to advance stent delivery system approx 50% into introducer sheath over amplatz wire before resistance felt. Stent delivery system removed without issue (red tab still in situ). No irregularities of the stent delivery system could be identified on visual inspection. Other zilver flex stents used during same procedure (both pre- and post faulty stent) without complication and through same terumo destination introducer sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What was the target location for the complaint device? Sfa. Was the device used percutaneously? Yes. Which artery was the stent to be placed in? Sfa. Was the approach ipsilateral or contralateral? Contra. If contralateral, was the bifurcation angle tight? N/a ¿ unable to advance stent delivery through long (45cm) introducer sheath. Where on the patient was the percutaneous access site? Cfa . Details of access sheath used (name, fr size, length)? 6fr terumo destination 45cm. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Amplatz 0.035.¿ was the patient's anatomy tortuous or calcified? N/a ¿ unable to advance stent delivery through long (45cm) introducer sheath. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? N/a ¿ unable to advance stent delivery through long (45cm) introducer sheath. Was pre-dilation performed ahead of placement of the stent? N/a ¿ unable to advance stent delivery through long (45cm) introducer sheath. Was post-dilation performed after the placement of the stent? N/a ¿ unable to advance stent delivery through long (45cm) introducer sheath. Did the tip of the delivery system cross the target location? No - unable to advance stent delivery through long (45cm) introducer sheath. Are images of the device of procedure available? No. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? N/a - deployment not attempted. What artery was the stent placed in? Not deployed.